Event description:
A potential product issue has been reported internally with our mevatron linear accelerator. In the abundance of caution this issue is being reported. After having delivered a beam of 94 mu, 1884 mu were sent back to the lantis databank. It may be that the mevatron console had transmitted the wrong mu. Software is 6.5/7.2. No injury has been reported. Preliminary risk assessment is pending. Further investigation required regarding the cause and risk coverage. Corrective action is pending final investigation.

Manufacturer narrative:
Initial preliminary risk assessment indicates: severity: preliminary. A wrong dose recording may potentially result in an overdose or underdose of the pt. Open. Probability: preliminary. There has been no similar issue been reported before.